Manufacturer narrative:
A customer in france notified biomérieux of an instrument malfunction in association with the emag® instrument ( reference 418591, serial (B)(4)). The customer reported that during a run, the instrument experienced an overflow of liquid consisting of patient blood samples and lysis buffer. In response, biomérieux conducted an internal investigation which included reviewing the customer's log data as well as performing investigational tests attempting to recreate the event. Note: liquid level detection on emag instrument is performed in order to avoid the risk of overflow inside sample vessels. The liquid level ultrasound sensor is composed of two parts. 1. The sensor body, containing the ultrasound sensor and the electronic board for signal conditioning and interface. 2. A collimator, which acts as a waveguide for ultrasound beam to concentrate it toward the surface. If the collimator is accidentally hit or wrongly reinserted, the ultrasound beam may be guided in a different direction. A misguided ultrasound beam can result in the instrument misreading the distance between the sensor and the liquid surface in the vessel. If the distance value returned by the sensor in within the allowed range, it is possible for the liquid level to not be read correctly. A field service engineer (fse) visited the customer site and found the collimator on the ultrasound sensor was outside the normal working positon. A review of the customer's log files showed the event occurred during the first run following weekly maintenance of the emag instrument. The weekly maintenance protocol instructs to clean the sample vessel carrier. The investigation concluded the issue with the ultrasound sensor is consistent with an operator hitting the ultrasound sensor collimator, removing it from its working position. A biomérieux emag instrument specialist engineer performed investigational testing using emag instrument s/n beta (B)(4) in sp2 configuration. The types of investigational testing performed were: reference distance measurement tests, liquid level detections under different sensor misalignment conditions, and multiples liquid level detections under same misalignment conditions. The test results showed the instrument was not able to detect misalignment conditions. The investigation determined the root cause of the sample overflow was partial detachment of the ultrasound sensor collimator due to accidental impact.

Event description:
A customer in (B)(6) notified biomérieux of an instrument malfunction in association with the emag® instrument ( reference 418591, serial (B)(4)). The customer reported that during a run, the instrument experienced an overflow of liquid consisting of patient blood samples and lysis buffer. The issue occurred after the emag® had undergone maintenance performed by the customer. Following this maintenance, misalignment of the uss sensor occurred. The misalignment led to inaccurate sensor readings of the volume in the sample wells. The emag instrument continued to place lysis buffer in incorrect wells that should have been invalidated by a proper uss sensor reading. A field service engineer (fse) visited the customer site and confirmed the uss sensor was misaligned. The sensor was realigned and a control test performed. All results for the negative control test passed, ruling out contamination and indicating the emag instrument was functioning as intended. No invalid test results were released, and the samples were retested. The customer confirmed there was no adverse impact to any patient's state of health due to the invalidated tests. A biomérieux internal investigation has been initiated.